Event description:
It was reported that this implantable cardioverter defibrillator delivered anti-tachycardia pacing (atp) and 6 inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response. Physician discussed with boston scientific technical services (ts) the reasons the device might delivered therapy and it was discussed to raise the ventricular tachycardia (vt) rate cutoff from 150 bpm to 170 bpm. It was also explained that post shock detection with rhythm ID was off and it works after the shocks are given to the patient and not before. Anti-tachycardia pacing (atp) and another 6 shocks were provided six days later due to atrial fibrillation (af) with rapid ventricular response. Device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator delivered anti-tachycardia pacing (atp) and 6 inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response. Physician discussed with boston scientific technical services (ts) the reasons the device might delivered therapy and it was discussed to raise the ventricular tachycardia (vt) rate cutoff from 150 bpm to 170 bpm. It was also explained that post shock detection with rhythm ID was off and it works after the shocks are given to the patient and not before. Anti-tachycardia pacing (atp) and another 6 shocks were provided six days later due to atrial fibrillation (af) with rapid ventricular response. Device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental was created to add information on: h. Device manufacturers only.